Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was changing the infusion set when she received the alarm. Customer's blood glucose level was 125 mg/dl at the time of the incident. Troubleshooting was performed and the customer verified that the insulin exited the tubing. Pump alarmed no delivery after running a manual prime to at least 5 units. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that she does not want to replace the pump. Customer is going out of town tomorrow to france. Customer will call back if she needs a replacement. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.